Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experience hypoglycemia. Customer's blood glucose level was 45 mg/dl because he was shampooing the carpets, up to 82 mg/dl before the call was ended. Wife stated that the customer was okay and no troubleshooting needed on the insulin pump. The insulin pump will not be returned for analysis.